Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR. :the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.75 x 28 synergy¿ drug eluting stent was selected to treat the lesion. However, it was noted that the stent was broken.